Event description:
It was reported that the case involved a lesion in the lad and a rotablader was used. The bmw guide wire was put down the artery and ballooning and stenting were performed. After removing all devices from the guide wire the distal portion of the guide wire was found to be separated and was lodged in a smaller vessel off of the lad. The remaining proximal portion of the guide wire then perforated the distal lad. A coil was placed as an intervention in order to seal the perforation. The perforation was sealed and the proximal portion of the guide wire was removed from the pt; the distal portion still remains in the pt. There was no attempt made to remove the distal portion of the guide wire as this would have been impossible. There were no pt effects noted.